Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that there is some motion between pin and its bore, therefore, the pin is only held by welding. Due to this motion the pin can move a little bit, which leads to increased stress on the welding resulting in weakening of the weld and potential breaking of the weld. Therefore, this is a valid complaint. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the breaking off the little pin off the handle (short) with quick coupling did not happen during an operation but afterwards when the instruments went into ultrasonic decontamination and before the washing program. Afterwards it showed that the little pin was gone and not findable. Although it occurred after surgeon had operated with the instruments, she had just used the instrument properly. This is 1 of 1 report for (B)(4).